Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm during priming and a no delivery alarm. The customer's blood glucose level was 202 mg/dl. The customer stated that the insulin pump was dropped a few times in the past. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.